Manufacturer narrative:
H3: the indigo handpiece was running smoothly and did not overheat. An incoming temperature test was performed at 60000rpm. After 5 minutes the temperature was 88f at t1 and 87f at t2. The ambient temperature was 74f. The laser markings on the collet were partially fading. The temperature recorded was below 118f, which is within the acceptable range and therefore not reportable. It shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting criterion. H6: fdm b17, fdr c20, and d16 codes no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 1 845010, product description: attachment 1845010 indigo otol straight, serial/lot #: (B)(6), UDI#: (B)(4). H6: 1845010 - fdd a0508, fdm b17, fdr c20, img g04130, and d16 codes are applicable for attachment 1845010 indigo. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra-op, there was vibration noticed from the attachment as well as excessive noise. The handpiece was also noticed to be over heating and vibrating. There was no patient impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the handpiece wasbeing used for more than one minute when over heating was noticed. The procedure was completed by the use of a backup drill which worked fine. Irrigation was being used.